Event description:
On (B)(6) 2010, a potentially safety relevant customer complaint was received at our complaint handling unit (complaint 10-00751-ikm-0081-r). At a customer site, it was determined that same filenames are generated twice and therefore, original image data was overwritten. The consequence for the pt is that within one series, single images from another pt can be displayed. The root cause for the generation of duplicate filenames is a software bug. During display and diagnosis of such series, the customer can clearly distinguish the overwritten images based on the different pt info displayed. The overwritten images can not be recovered, unless they have not been archived. This event occurred in (B)(6).

Manufacturer narrative:
Siemens has released a customer safety advisory notice to all affected customers as an immediate measure (c&r 2240869-03/02/10-003-c). Additionally, a fix for this issue has been released under update instruction im020/10/s. This event occurred in ireland. Customer address: (B)(6).